Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken, red particles in the surface of the shell and crease flat. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: an opening sharp in the posterior side assessed as unidentified (tear) opening and a broken sharp in the posterior side assessed as unidentified (tear) opening. Additional and/or changed data: d.9, h.3, h.6.

Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the left side.

Manufacturer narrative:
[Health effect - impact codes]:(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the left side.